Event description:
It was reported that during a gastric bypass procedure, the firing sequence was completed, but only four staple lines were stapled. The manual release could not be activated and the knife did not return to the starting position. The release button was attempted, but it also did not work. The surgeon then hit the device with orthopedic tools and it finally opened. The procedure was extended 10 minutes. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.